Event description:
It was reported that the user was unable to scan a new freestyle libre 3+ sensor with the ilet app after which moving to a location with better service resolved the scan error. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms and no health impact. User support included customer support troubleshooting and education, including force closing the app, uninstalling and reinstalling the app, and rescanning in an area with better reception. Investigation of this case revealed that the pairing failure was resolved through software reinstallation and rescanning, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or software interaction during sensor pairing, resolved by corrective app reinstallation and proper scanning in adequate connectivity.